Event description:
During deployment the user reported a marginal pad connection message.

Manufacturer narrative:
(B)(4). Product evaluation pending. Labeling is provided to instruct user to overcome marginal pads message.